Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 107) has been confirmed.  Upon investigation there was multiple patient flags with service code 107. The cause for the abnormal shutdowns was isolated to a defective u104 pxa processor on the computer/analog board that was producing an intermittent connection. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 107 messages (multiple abnormal shutdowns).